Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Actual complaint sample cannot be returned. Batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint cannot be determined.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device was used to complete surgery. There was no adverse patient consequences reported.